Manufacturer narrative:
This report is for an unknown plates: vectra-t plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing spinal decompression, fusion, and stabilisation. Failed spinal decompression, fusion, and stabilisation has been identified as the reported complication as per spine tango registry report experienced by the following with corresponding intervention: 2 patients had general complications - postoperative surgical before discharge: cardiovascular (1), death (1). 2 patients had reoperations: at any level (1), and at the same level (1). This is for depuy synthes vectra implant. This is report 1 of 1 for (B)(4).